Event description:
A (B)(6) female patient was being treated for a distal m3 occlusion of the left middle cerebral artery (mca). Physician experienced some friction on the distal access catheter (dac) 057, 125 cm while advancing over the merci mc 18l catheter. According to the physician, dac 057, 125 cm collapsed on the merci mc 18l eliminating the ability to advance. After reviewing images, a carotid dissection was noted. The dissection resolved by itself. The m3 branch occlusion was unable to be removed. As of (B)(6) 2012, the patient is still in critical condition related to stroke. The device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the distal access catheter 057, 125 cm device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for distal access catheter 057, 125 cm device, lot number 35316, was reviewed and no anomalies were found that are related to this complaint.